Manufacturer narrative:
(B)(4). Device passed displacement test, self test, sleep current measurement and active current measurement. However, power management graph and long trace displays unexpected battery power loss, problem isolated to electronic assemblies.

Event description:
Information received by medtronic indicated that the insulin pump had change batteries three times. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the insulin pump had replace battery. It was reported that insulin pump was on audio vibrate mode. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.